Event description:
The customer reported the panorama central station's screen expanded beyond its physical display, which may have impacted telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections included clearing of error logs and system reboot.